Event description:
Customer reported moisture/fluid exposure to his insulin pump. The customer's blood glucose was 140 mg/dl. The customer stated he had dropped his insulin pump into the water and there was now fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The act button did not respond due to corroded keypad traces. The insulin pump had moisture damage on the electronics, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).